Manufacturer narrative:
Additional narrative: service history review: part no: 388.72, (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 17september2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The previously reported service and repair evaluation was updated for the subject device. The customer reported the jaws were broken. The repair technician reported ¿cutting jaws broken¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the synthes complaint handling unit for additional evaluation. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the jaws were broken. The repair technician reported the cutting jaws were damaged. Cutting jaws broken is the reason for repair. The cause of the issue is unknown. The evaluation was confirmed. A product investigation was completed: the instruments will be repaired when the replacement components arrive and will be returned to the customer. Based on the complaint description, a root cause related to off-label use was determined. No manufacturing or design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the jaws of two rod cutters are broken. The devices were reportedly used to open a locker by a member of the hospital's night staff. No surgical or patient involvement. This report is 1 of 2 for (B)(4).